Manufacturer narrative:
On 2/5/2020, additional information received, indicated that the patient underwent bilateral removal and replacement with mentor smooth saline, 425cc devices. This report indicates that the left side capsular contracture baker grade was I and right side baker grade was iii. Left implant was deflated and the right was intact. On 2/11/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device a rupture was observed, additionally a crease within the rupture was noted. The evaluation determined that the crease/rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown saline breast implants which bilaterally deflated, and issue with capsular contracture after implantation. Right side baker grade is iii, and left side baker grade is IV. The issue was confirmed by the physician. Patient suspects the deflation possibly due to mammogram performed 3 years ago. As a result patient had the device removed on (B)(6) 2020. This report is for the left side.